Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine hypertrophy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation and hysterectomy (full)/salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and endometriosis outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, endometriosis, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), uterine perforation and endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine hypertrophy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation and hysterectomy (full)/salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and endometriosis outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, endometriosis, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), uterine perforation and endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, lot number: a63347 manufacturing date: 2012/10 expiration date: 2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation and hysterectomy (full)/salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and endometriosis outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, endometriosis, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), uterine perforation and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to chronic pain/pelvic. Events- perforation- uterus, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and endometriosis were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.